Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73h1800059 was manufactured on 08/04/2018 a total of (B)(4) pieces. Lot was released on 08/20/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with its trigger partially engaged and a partially formed staple in the device. Nine loose staples were also returned fully formed. The stapler was received with 34 staples left in the cartridge indicating that at least 1 staple was fired by the end user. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon completion of the trigger cycle, the partially formed staple was able to properly form and release. This was repeated three more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All five staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. Reference files (B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staple stuck in unit" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that the user tried to use this stapler for a head-injured patient, but staples did not come out. Therefore, a new u nit was used instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user tried to use this stapler for a head-injured patient, but staples did not come out. Therefore, a new u nit was used instead.